Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Onset date/time of the pain from surgery was medical intervention given for the pain management? Results? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for pain and exposure including dates and surgical findings. Product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and the mesh was implanted. It was reported that there was pain left vagina. It was reported there was tape superficial. It was also reported that left side of vaginal portion removed. Additional information was requested.